Event description:
It was reported that during implanted procedure, the lead helix popped out. The lead exhibited high thresholds and high impedance. The lead was retracted for reposition and the helix popped out again. The lead was not used and replaced. The patient was in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.